Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally it was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing the cartridge. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 250-300 mg/dl.